Manufacturer narrative:
A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. Based on calibration and quality control data, an analyzer specific and/or reagent issue can be excluded. The previous sample that gave the result 1.44 g/l is above the expected value. Presence of gammopathy could be a potential root cause and this is described in the product labeling. This could not be confirmed as sample was not available for investigation.

Manufacturer narrative:
The customer indicated that the result of 0.22 g/l from the sample obtained on (B)(6) 2016 was reported outside of the laboratory. The patient was being seen for a re-examination. Details were requested but cannot be provided.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the results for 1 patient sample tested for apo b ver.2 tina-quant apolipoprotein b ver.2 (apo b ver.2) did not fit the patient's clinical picture. On (B)(6) 2016 the patient had an apo b ver. 2 result of 1.44 g/l. This result was reported outside of the laboratory. On (B)(6) 2016 a new sample was obtained and the apo b ver. 2 result was 0.00 g/l with a data flag. This result did not conform to the patient's clinical picture based on the result 2 days prior. Since other tests run at the same time were acceptable, the customer performed a 1:2 manual dilution and the result was 0.22 g/l. These results were not reported outside of the laboratory. No adverse event occurred. The modular p800 analyzer serial number was (B)(4). An interference is suspected in the sample, however, the sample is not available for investigation.